Event description:
Dr. (B)(6) reports that the cavitron was not working for them. They had two hygienists that have burned themselves while using the cavitron units.

Event description:
Dr. (B)(6) reports that the cavitron was not working for them. They had two hygienists that have burned themselves while using the cavitron units.